Manufacturer narrative:
Investigator assessed the event was probably related to paclitaxel.

Event description:
During index procedure four in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the right sfa. Approximately 14 months post the index procedure it is reported that the patient suffered from occlusion of the r. Femoro-popliteal. The event was treated with non-medtronic pta balloons and non-medtronic stenting the following day. Investigator indicated the event was probably related to the device, procedure <(>&<)> therapy. The event was resolved.

Manufacturer narrative:
During index procedure the right popliteal was also treated. The patient did not undergo previous peripheral revascularization of the right sfa, popliteal and left sfa.

Manufacturer narrative:
The cec has adjudicated this event to be related to device, not related to procedure and drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).